Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms triggering a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Boston scientific technical services (ts) recommended to the boston scientific representative (rep) to perform troubleshooting of the issue by resetting the lss and checking the impedance measurements in the bipolar configuration while performing isometric and pocket manipulation testing. The rep indicated they will perform those actions. The lead remains in-service. There were no patient symptoms or adverse patient effects reported.